Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented with chest pain. An echocardiogram showed a pericardial effusion and a CT scan showed a perforation from the right atrial (ra) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.